Event description:
It was reported that the continuous glucose monitoring sensor stopped providing readings overnight, and after the user started a new sensor the system displayed ¿dosing stop, connect cgm, or enter bg,¿ with the device in warm-up; user guidance and education were provided to confirm proper use of the continuous glucose monitor (cgm) menu and to wait for warm-up completion, indicating a user procedure issue rather than a device component malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and the event attributed to improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.